Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). During follow up the customer clarified that there was actually no issue with the a.t.s. But rather with 2 cuffs of unknown lot number and product info that were subsequently discarded. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded by user facility

Event description:
The customer reports the presence of venous blood during surgery while they are properly connected. No harm and no delay was reported and no additional procedure was required. On 02 aug 2018, additional information was received that the sales rep visited the clinic after the event and tested cuffs, two of which were worn, after the replacement of those the customer did not face any other issue. The cuffs have been discarded, we do not have the identification. Attempts have been made and no further information has been provided. No additional patient consequences have been reported.